Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors c034 and c-00 on the integrated electrosurgical unit erbe generator after having cut issues and power cycling the unit. The customer stated that the energy portion of the case was completed. The customer power cycled the erbe generator again, but the issue remained. The customer was locating a force triad generator but noted that they may swap out the vision side cart. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was completed robotically with the same erbe generator.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the error c34 and c00 at startup via the logs. Upon visual inspection, an issue was identified that may be related to the reported event. The iesu was found to have dents on the rear edge of the cover/housing, as well as scratches on the heatsink. During functional testing, the iesu displayed error c34 upon startup, and a review of the internal log revealed additional errors c00 and m0b. The probable root cause is attributed to a lower voltage than expected, which may be indicative of a faulty electrical component within the generator. This issue can be resolved by using a backup generator.